Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds and required repositioning to the rv apex. After repositioning, the rv lead was connected to the device without difficulty, but when attempting to connect the atrial lead to the device, the wrench would not engage the set screw. After multiple attempts to tighten the atrial set screw, the physician determined that the set screw may have disengaged from the connector block and that the connector and or rubber seal were possibly damaged. The device was explanted and replaced with a new device where both leads were connected successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds and required repositioning to the rv apex. After repositioning, the rv lead was connected to the device without difficulty, but when attempting to connect the atrial lead to the device, the wrench would not engage the set screw. After multiple attempts to tighten the atrial set screw, the physician determined the set screw may have disengaged from the connector block and the connector and or rubber seal were possibly damaged. The device was replaced with a new device where both leads were connected successfully. (B)(6) 2012 patient later called to report the "pm or something didn't work right" and felt like it was "pounding". Also, the patient reported the "screw or wire wasn't in the right place". While at the ER, programming was completed and their "heart rate went way down to 50".the pacemaker was replaced and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.